Manufacturer narrative:
The sample was returned for investigation: the sample was returned in an opened secondary package. The sample included an IFU, labels and an eds placed a cradle rolled in a plastic bag (primary pouch was not included). Gfd shunt taped to the plastic cradle. The eds wire partially pressed. The eds wire partially protruded from the cannula opening. No other complaints for the lot. No abnormalities were found during DHR review. All products pass 100% final inspection at manufacturing site prior to approval. If a defect would be noticed, the product would have been rejected. The root cause cannot be identified as the shunt was detached from eds which was operated and performed its functionality releasing the shunt (the shunt was not loaded onto the eds wire). The complaint cannot be confirmed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported during the implant of a micro-filtration device, the device button was too hard and the shunt was not able to be released before implanting. There was no reported patient impact and the procedure was completed using a backup device. Additional information was requested.